Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. During the investigation, the high/low glucose alarms was able to successfully receive on android/fsll version 2.5.3.6373 using a known good libre 2 sensor. Investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarming issue was reported with the adc device. A customer reported via webform that while using the freestyle libre 2 app, the low glucose alarm failed to trigger. As a result, the customer experienced a seizure and a loss of consciousness and was treated with juice and chocolate by a third party. There was no report of death or permanent injury associated with this event.